Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Event description:
New etq record created in order to update (B)(4). Reason for original complaint: asr revision. Asr xl acetabular system - right. Reason(s) for revision: pain. Update: reason for revision and product added as per update email received 18 may 2012. Update 2 dec. 2015: updated reason for revision to include component loosening, added manufacture and expiry dates to products, updated file handler details. Taken from scf. Update 10 dec. 2015: updated the cup as loosening component. Taken from reply to 2nd request for information.